Manufacturer narrative:
A complete lead was returned in one piece with the helix stretched out of the distal tip. Unable to perform the helix mechanism test due to the as received condition of the helix. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During a unrelated device replacement procedure, the lead was explanted and replaced due to high threshold. The lead was explanted and replaced and the patient was in stable condition.